Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the unit would not hold values and was drifting. The device was not changed out, as the user kept running samples and making adjustments. The surgical procedure was completed successfully, and there were no delays, no blood loss, or no adverse consequences to the pt.